Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: inventory manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was inflated however, would not hold air, manual pressure applied, and a new band was used without issue. The estimated blood loss was less than 250cc. There was no patient injury or medical intervention required. The patient condition was stable, and the procedure outcome was successful. Additional information was received on 14 jun 2023: the patient procedure prior to the placement of the tr band was a left heart catheterization. 15cc's of air were placed in the tr band, initially. The air was not holding in the tr band, it was noticed upon application in the lab. There was no damage noted or reported to the tr band. The other devices were used in the access site during the patient procedure were glidesheath slender and a tegaderm.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section , and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 5ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).